Event description:
Vitrectomy pack is preassembled by MFR. Prior to use, item was pretested by surgeon, according to procedure. Pretest satisfactory, instrument inserted into eye, air was injected causing extension of retinal detachment. This was repaired surgically, short term outcome successful, long term unknown at this time.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: design, inadequate quality assurance. Conclusion: device failure directly caused event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.